Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article abstract received entitled "attune has improved survivorship and clinical outcome over pfc sigma ¿ a single surgeon series of 1000 tkas with minimum 2 years follow-up¿ was reviewed for MDR reportability. Survivorship for 1000 patients were reviewed at 2 year follow up and 5 year follow up. 500 patients were implanted with attune and 500 patients were implanted with pfc sigma. Attune 2-year survivorship: 100%; attune 5-year survivorship: 98.7%; pfc sigma 2-year survivorship: 98/6%; pfc sigma 5-year survivorship: 98.0%. Attune revisions: revision due to infection after 3 years of implantation. Unknown implants revised. (Unknown knee implant). Revision due to tibial loosening after 4 years of implantation. Unknown interface or cement mfg. (Unknown tibial tray). Pfc sigma revisions: unknown reason for revisions. (Unknown knee implant).